Manufacturer narrative:
San myint aung, sammy, et.al., "an interesting case and literature review of a coronary stent fracture in a current generation platinum chromium everolimus-eluting stent," hindawi, case reports in cardiology, volume 2018, article ID 4579184, 5 pages. Date of event: event date is an estimate based on the case report received date. Device is a combination product.

Event description:
Case report: an interesting case and literature review of a coronary stent fracture in a current generation platinum chromium everolimus-eluting stent. It was reported via literature that a stent fracture and in-stent restenosis occurred. A patient with a complicated cardiac history had been experiencing angina despite being medically treated. A percutaneous coronary intervention was performed on a relatively long 95% stenosis in the mid-lad. The stenosis extended from the mid-lad to a bit past the left internal mammary artery (lima) anastomosis, with retrograde flow into the lima. Some tenting of the lad at the anastomotic site was also noted. Several pre-dilations were performed at 8 and 10 atmospheres with no significant improvement to the stenosis. A 2.25 x 28mm synergy ii drug-eluting stent was then deployed at 12 atmospheres and post-dilated with 2.25 x 20mm noncompliant balloon at 14 atmospheres. The stent was successful deployed in the mid-lad with no residual stenosis. A slight kink in the distal one-third of the stent at the lima insertion point was noted . Movement of the intact stent during diastole and systole was observed. The patient's symptoms temporarily improved. A short time after, the patient presented again with rest pain. Repeat coronary angiography was performed. It revealed a mid-lad stent fracture with 70% in-stent restenosis (fractional flow reserve of 0.78). Coronary intervention was performed and a non-bsc stent was deployed inside the fractured synergy ii des with timi iii flow and no residual stenosis. The patient tolerated the procedure and was discharged in stable condition. The stent fracture occurred in the vicinity of the lima anastomosis. The synergy stent came under a lot of external mechanical strain due to the vessel curvature, as well as the additional tenting force generated by the anastomosis with the lima. With each cardiac cycle, the hinge motion created by the vessel's tortuosity led to the eventual metal fatigue and fracture.